Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed replace battery without low battery. Customer also stated that they had damage on o-ring and battery cap was not intact. Customer's current blood glucose was 250mg/dl which was high and treated as per back up plan. Customer advised to stop using the pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap or reservoir will not lock properly due to missing retainer. Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test and force sensor test. Device received without battery cap. Unable to verify battery cap anomaly. Device trace download analysis confirmed the insulin pump alarmed power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.